Manufacturer narrative:
One 5f, 12 cm, engage hemostasis sheath was visually inspected. The sheath tubing had been severed 3.4" distal to the distal end of the strain relief. The detached tubing was 2.4" in length; its proximal end appearance suggested stretching/tearing through the diameter, consistent with the complaint description. The attached tubing distal end appearance had similar damage, suggesting that it was a mating surface to the detached tubing. The attached tubing was kinked throughout the length of the tubing. There was no evidence found to suggest the incident was due to an intrinsic defect in the engage device, as supported by the review of the mfg traveler and the analysis performed. The cause of the reported incident remains unk. Review of the device history record confirmed this lot met mfg requirements prior to shipment. The engage introducer sheath (IFU) states to advance dilator/sheath assembly with a twisting motion to avoid damage to the sheath or vessel. The engage introducer sheath (IFU) states to not attempt to advance or withdraw guidewire if resistance is felt. Use fluoroscopy to determine cause. The engage introducer sheath (IFU) states to follow normal accepted practice for vessel puncture, guidewire insertion, vessel dilator and hemostasis introducer use. Always advance dilator/sheath assembly over appropriate sized guidewire to the appropriate anatomical site.

Event description:
It was reported an engage introducer sheath was used during an interventional procedure. The sheath would not come out of the pt. After pulling the sheath, it split and came apart in the middle of the sheath. The physician retrieved the portion that remained in the pt via access through the other groin. Additional info was not available.